Event description:
Reportedly, on 2023-11-13, when the vega r52 lead (s/n:(B)(6) was implanted and checked before surgery, it was spotted that the screw mechanism of the vega r52 lead and could not be extended or retracted.

Manufacturer narrative:
Correction: h6: health effect impact code: no patient involvement. Summary of investigation: as received the screw fixation was partially extended. The fixation mechanism operated as specified. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. All other mechanical, dimensional, and electrical measurements were within specifications. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, on (B)(6) 2023, when the vega r52 lead (s/n: (B)(6) was tested at the implanted attempt and checked on the table, it was noted that the screw of the vega r52 lead could not be extended or retracted. The lead was not used, and a new lead was implanted.